Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied four photos showing a defective cvc catheter. Visual analysis revealed that the proximal luer hub was separated from the proximal extension line. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through analysis of the customer supplied photos. The images showed that the proximal luer hub had separated from the proximal extension line; however, the actual complaint sample was not returned for evaluation. A device history record review could not be performed as no lot number was provided by the customer and no sales history is available. The probable cause of the extension line/luer hub separation cannot be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when my nurse flushed the line, the cap broke off the lumen". No patient injury or consequence reported. Device was replaced. Unknown patient condition at time of report.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "when my nurse flushed the line, the cap broke off the lumen". No patient injury or consequence reported. Device was replaced. Unknown patient condition at time of report.